Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 434 mg/dl which was treated manual injections. Current blood glucose level was 428 mg/dl. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was inactive at the time of incident. Infusion set had bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.